Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl at the time of the incident and current blood glucose was 600 mg/dl. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The customer also stated that, the infusion set cannula was bent. Customer declined to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer will change his infusion set and does not wish to continue troubleshooting. The device is not expected to be returned for analysis.